Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported failure could not be determined. The device registered an 0x41 alarm with a false-open read during operation. The device was connected to a master pdm and a 5u test bolus was delivered without issues. No physical damage or debris was observed on the rotational sensor assembly. The cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 1 and 4 hours.